Event description:
During a follow up visit device interrogation produced an error message stating, "this device is not supported by ths software." After accesing the engineering test page, it was found that the device was in a hardware reset condition. Technical services discussed that the device would need to be replaced. It was later reported that the patient developed an infection unrelated to the event and has not yet been deemed ready for surgery.